Event description:
The manufacturer received information alleging a ventilator's navigational buttons failed to respond. The device was not in patient use. The device was evaluated at the manufacturer's service center and the customer's complaint was confirmed. The q28 transistor on the system board failed. The device's system board was replaced to address the issue.